Manufacturer narrative:
(B)(4): 9615742-2011-00103 (avaulta anterior system). Note: this report corresponds with bard's report (B)(4) for an "avaulta posterior system."

Event description:
Procedure type: urological/gynecological. According to the reporter, the pt underwent a procedure for treatment of pelvic organ prolapse and stress urinary incontinence. Allegedly, the pt experienced pain, injury and has undergone corrective surgery.